Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #1) to treat the patient. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventralex (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralex hernia patch on (B)(6) 2009 and (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both the ventralex hernia patches. The attorney further alleges that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the attorney also alleges that the patient suffered from emotional distress.